Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2014; 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It had exhibited high thresholds, no capture at maximum output and undersensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.